Manufacturer narrative:
Unit had constant motor error alarm during the rewind test due to the customer applying excessive adhesive to the motor and reservoir compartment. The motor assembly is stuck in the reservoir compartment. Unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to motor error alarm. Unable to verify no delivery alarm or e70 alarm due to motor error alarm. Unable to perform a visual inspection on the motor assembly due to the motor stuck in the reservoir compartment. No damage noted electronic assembly.unable to perform the carelink upload due to motor error alarm. Unit had minor scratched display window and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 597 mg/dl. Troubleshooting was performed. Customer experienced symptoms such as nausea, stomach ache and head ache. Customer treated high blood glucose level with insulin pump. Customer was contacted to healthcare professional and went to the hospital due to high blood glucose. Customer stated that insulin pump alarmed motor error and no delivery alarm. Customer stated that the drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer rewound the insulin pump, reinserted the reservoir and during prime or fill cannula the insulin pump alarmed no delivery. The insulin pump will be returned for analysis.